Manufacturer narrative:
The device was manufactured on an unknown date in jun2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a non-integration of veritas collagen matrix which was used with expander during a right skin sparing and nipple sparing mastectomy. It was reported that after 6 weeks post-surgery there was no integration of veritas resulting to the surgeon removing the tissue expander and veritas and converting to latissimus dorsi flap procedure. The patient outcome was not reported. No additional information is available.